Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there are issues with the new flex trach cuff's "bursting", and there was a dislodgement after being placed in the patient's trachea despite being sutured and that they have blown several cuffs. However, after replacing with the same size and type of trach it seems to be working fine.